Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Section b3 - the reported event date was an estimated date, and was reported as follow, "the pocket was found to be infected and ruptured in march of this year."

Event description:
It was reported that the patient presented with a red and swollen device pocket due to infection and pocket rupture. The pacemaker was explanted on (B)(6) 2026 and was replaced on (B)(6) 2026. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.